Event description:
It was reported by the customer that this event involved a female pt via right internal jugular insertion. As the physician attempted to remove the spring wire guide (swg), it "collapsed" and started to unravel; it became completely "destroyed". As a result, through manipulation the physician removed the swg. The catheter remains in place. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed, if add'l info becomes available.